Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right atrial (ra) lead was placed during the implant procedure, the patient experienced pain, shortness of breath and a possible micro-perforation. It was noted that the patient's blood pressure dropped. It was further reported that the patient experienced a small amount of pericardial effusion. Pharmaceuticals were administered and the patient's blood pressure returned to normal. The ra lead remains in use. No further patient complications have been reported as a result of this event.